Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the positive battery pin in battery well 1 was bent and damaged. Stryker replaced the damaged battery pin to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device is intermittently powering off unexpectedly. There was no report of patient use associated with the reported event.